Event description:
Tip of arthroscopic surgical device broke off in the patient during the case. Piece of device was retrieved, and x-rays were taken to confirm. Arthrex suture lasso sd 90 straight: ref ar-4068-90, lot 4050138871, expiration [redacted date].